Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a device with download stopped. A technical support specialist connected to the station indicated on the download stopped notifications in health sight viewer and the time synchronization with the server was corrected. It was then observed that the station had disappeared from the health sight viewer notifications. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es users experienced an issue where the system time was being affected, which was also impacted medication pull times. In health sight viewer, several devices appeared as devices with download stopped, and their displayed times were offset by the number of minutes shown on the list. This timing discrepancy seems to be affected the medstation display time. Additionally, when accessed the medstation, the last server communication time does not match the transfer start time.the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.